Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. 10jan2022: after several months of persistently reaching out to the hospital in order to retreive the unit for analysis, sales rep has deteremined the hospital has decided to keep the unit. Device has become unavailable for analysis by balt USA. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210100410 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "physician was deploying a 5x17 max and it detached after getting a few loops into the aneurysm. He had to retrieve it with a 6mm trevo after failing with a 4mm trevo. He said he was feeling friction when he was advancing the coil and that it came off when he was repositioning. After retrieving it, he placed two xl coils. He said there was a lot of spasm and it was a very challenging case."

Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210100410 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "physician was deploying a 5x17 max and it detached after getting a few loops into the aneurysm. He had to retrieve it with a 6mm trevo after failing with a 4mm trevo. He said he was feeling friction when he was advancing the coil and that it came off when he was repositioning. After retrieving it, he placed two xl coils. He said there was a lot of spasm and it was a very challenging case."